Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. The system may have missed hypoglycemic event due to transient noise, but increased threshold for low glucose alert level would improve future detection of hypoglycemic events. The higher threshold value would certainly improve earlier detection of hypoglycemia episodes in the future as low glucose alerts will be triggered at the higher glucose level. Immediately after the event, an extent of inherent lag in the system was observed, however, this is an expected phenomenon since the glycemic level in interstitial fluid detected by the system always lags behind the level in capillary blood. Investigation showed that the system eventually caught up to the blood glucose (i.e. Bg) calibration entry after a few sensor glucose (sg) readings. Further investigation showed that the system performance after complaint date was acceptable.

Event description:
On october 5, 2020, senseonics was made aware of an adverse event where for an hour after 10 pm on (B)(6) 2020, the system was consistently showing results of about 78 mg / dl. During this time, the user fainted, cut his brow-bone and needed to take extra glucose due to low blood glucose levels. The user claimed that the system did not inform him about the decrease in blood glucose. The user's wife and daughter helped him by making him drink glucose. The user went to emergency room and got stitches for his cut brow-bone. The user said his alert was set at 75 mg/dl.